Event description:
The customer contacted baxter's technical service center regarding a high drain 106, which occurred on the homechoice (hc) during use. The technical service representative (tsr) reviewed the programming: tidal, the total volume was 15,000ml, the fill volume (fv) was 2000ml, the tidal volume was 95%, the target ultra filtration (uf) was 150ml, the last fill volume (lfv) equaled 2000ml, and there were 6 cycles. The home patient (hp) used a 4.25l bag the previous night on the heater bag. The target uf was 2217ml. The tsr reviewed the tidal therapy and advised to let the registered nurse (rn) know about the increasing target uf. The hp stated that they informed the rn and nothing was done. The tsr informed the hp to have the rn call baxter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The hp's wife returned call to writer. She confirmed that the hp is ok and has continued on with his pd therapy. She advised that she approached the rn about the recommendations or solutions provided by the tsr from the phone call however the nurse did not respond positively. The hp's wife stated that the nurse did not make any changes to their machine, settings, or programming. The hp?s wife advised that she thinks sometimes using the 4.25% strength bag as the heater bag, when needed, might be causing the issue as it pulls off more fluid from the patient. She thinks the alarm has only occurred when using this bag. The writer encouraged the wife to keep calling into the technical service line and suggested that maybe if the same alarm occurs again perhaps their nurse could call the technical service line for them so that her reasoning for the solution could be properly discussed with the tsr who has the proper skill sets to discuss why a specific resolution to this specific issue would work or not. The wife agreed. The rn called into writer as per having spoken with the hp's wife about baxter's follow-up earlier today. The nurse advised that the reason for the high drain alarm was the use of the 4.25% bag; that when he uses it he gets a larger drain - she gave examples: his initial drain was 2514ml, second was 2565ml, and largest prescribed fill volume is 2000ml. Writer advised her to have the hp's wife advise the tsr in the future of the use of a 4.25% bag. Writer advised nurse that it's not possible to agree/disagree if the use of the 4.25% bag is the cause of the alarm, that can be better discussed with a tsr. Nurse was satisfied and ended call.

Manufacturer narrative:
(B)(4). Increased intra peritoneal volume (iipv) was confirmed based on reported drain volumes. The cause was use error, tidal total uf removal set too low due to use of higher dextrose solution than usual. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.